Event description:
Reportedly, infection occurred on a non-microport system implanted with microport isoline lead the whole system was explanted.

Manufacturer narrative:
Please refer to the attached investigation report it should be noted that the communicated implantation date seems to be wrong. Even after intensive investigation the implantation date could not be determined.

Event description:
Reportedly, infection occurred on a non-microport ICD system implanted with isoline lead the whole system was explanted.